Manufacturer narrative:
The product has been returned for analysis; however, the evaluation has not yet begun. Upon the completion of the evaluation of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, after the insertion of this introducer in patient, there was back blood flowing and slowly leaking from the hemostasis valve (10ml of blood leakage). There was no medication loss. The introducer was changed for another one removing everything and starting the procedure from the beginning. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full evaluation. The report of valve leakage was confirmed. Leak testing was performed with and without a catheter inserted, and leakage was observed without the catheter inserted. The introducer valve internal components were examined, duckbill valve was found completely torn along the edge with housing. Duckbill valve was also found torn at the slit. The wiper gasket was found to be in good condition. No other damage was noted in returned unit. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.